Event description:
It was reported that during preparation for a carotid artery stent deployment procedure, balloon pinhole occurred. The target lesion was located in the severely tortuous internal carotid artery. A 3.0mm x 40mm x 135cm (4f) sterling balloon catheter was selected to cross the lesion. During preparation of this device, they were unable to remove air from the catheter. When they flushed it with saline, a small hole was found. No resistance was observed during use. The twist lock was fully opened. They performed continuous flushing. They did not perform the shaping of this device. There were no anomalies prior to use. The procedure was completed with a different device. No complications were reported and patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).